Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. The lesion was pre-dilatated with a 2.25x23mm and a 2.25x23mm xience alpine stent was deployed. After post-dilatation with a 2.25mm non-compliant balloon a dissection was noted at the distal edge of the stent was noted. A new 2.25x12mm xience alpine stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.